Event description:
Bur handle tip came off during a procedure and fell on pt's face. Potential delay in pt's eye healing. Pt eye was not hurt by fall. Equipment immediately taken out of svc and replacement requested since a similar event occurred in previous months less than a year ago. At that time it was sent in for repair then returned. This time replacement is requested.